Event description:
Customer's son reported blood glucose results of 170 mg/dl, 85 mg/dl, 170 mg/dl, and 90 mg/dl within 10 mins on the advantage system. Caller reported obtaining the 170 mg/dl results using one vial of strips (advantage system 1), and stated he used another vial of strips of a different lot (advantage system 2) to obtain the 85 mg/dl and the 90 mg/dl results. Unsure which strips produced which results. Customer reported no symptoms, did not treat or act on results. No adverse event reported. A request was made for the return of the system, replacement was sent.

Manufacturer narrative:
This medwatch is for advantage system 1.